Event description:
As reported by our spanish affiliates, during implant of a 26mm sapien 3 ultra resilia valve implanted via right transfemoral approach, while the valve was exiting though the tip of the esheath+, a "jump" was felt. After valve implant, the commander delivery system was removed first and then the esheath+ with the dilator inside. At the conclusion of the procedure, the introducer was observed to have a torn distal tip, resulting in a femoral artery tear at the puncture site. Two closure devices were initially deployed to achieve hemostasis, however, due to persistent leakage, an additional 8f closure device was used and compression was applied. The patient was reported to be safe.

Manufacturer narrative:
The investigation is ongoing.